Event description:
The doctor reported that the lens was difficult to implant and came out ''cracked''. Also, it nicked the capsule. The lens was explanted and replaced with a capsular tension ring and zcb00 intraocular lens (iol). It was reported that the patient is doing well. The lens was disposed at the facility.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed and the manufacturing process record for the production verified that the device was manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint. The units were released according to specification. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.